Event description:
Additional information received on 1/27/2024: this was discovered during a maternal finger ucl injury procedure. The anchor was removed from the patient along with any broken fragments. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/24/2024, it was reported by an arthrex subsidiary employee via email that the threads of an ar-1317ft nano corkscrew ft broke after insertion. The case was completed using another ar-1317ft nano corkscrew ft. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the available information¿including the returned device (if applicable), images, videos, event descriptions, and field reports, arthrex has determined that the most probable causes of the reported failure are improper bone preparation, misalignment during insertion, and/or the application of excessive force during the insertion process. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.